Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. Upon insertion of a 2.75mmx12mm synergy ii everolimus-eluting stent into the guide wire, the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.